Manufacturer narrative:
Corrected data: h4 (the correct device manufacturer date has been provided). H10: it is unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of white contamination in the channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. Evaluation found that there was white contamination in the channels. Additional findings include that the adhesive was worn on the following; light cover glasses, optical cover glasses, and distal end. Delamination was evident in the light guide tube. The down, left, right angle failed straining. There was play evident in the up/down angle. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the video scope's angulation control knob was stiff. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; there was contamination evident in the air and water channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.